Event description:
The ge oec 9800 fluoroscopy system had reported episode where the x-ray exposure button stuck in the "on" mode. This issue could not be duplicated.

Manufacturer narrative:
A ge oec service rep investigated and the x-ray on button and x-ray switch cable were replaced. The system was tested and found to be operating as intended. There was no pt info available with respect to this incident. The system was released to the customer for use.